Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer indicated that falsely decreased sodium results were generated while using the ict module on the architect c4000 analyzer. The customer provided the following data: patient 1: initial 109 . Patient 2: initial 115. The customer indicated that both retest results were within normal range. No specific retest data was provided. No impact to patient management was reported.

Event description:
Uom was provided for the initially submitted data: mmol/l. Additionally, the customer provided the sodium reference range used: 135 -145 mmol/l.

Manufacturer narrative:
Update: concomitant product lot number provided. Further investigation of the customer issue included a review of the complaint text, service history review, a search for similar complaints, and a review of labeling. Return material was not available. A service history review identified no contributing factors. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect c4000 analyzer list number 02p24 was not identified.